Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system 2367 error was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. No use error was suspected therefore no label review was required. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
While troubleshooting with (B)(4), the patient cycled power on the homechoice (hc), and it alarmed with a system error 2367. (B)(4) explained the error to the patient. The patient elected to end therapy and call their nurse in the morning. No injury or medical intervention was reported.